Manufacturer narrative:
(B)(4). Added additional information: the devices were received with the electrode broken off, and with the active rod present in the device. The ceramic is fractured and pieces of ceramic are missing. The devices cable was also cut off. Due to the missing electrode, fully functional testing could not occur. The devices were disassembled and evidence of the electrode weld was present on the active rod. Because the cables were cut electrical testing could be performed. It is possible that prior to the electrode separating from the instrument, it prevented the functionality of the jaw opening and closing. Device b. (B)(4), mfg date: 8-23-20-2011, exp date: 7-23-2013.

Event description:
It was reported that during a lap prostatectomy procedure, when the surgeon would like to grab the tissue, he couldn´t open the instrument jaw. He tried it again but the I-blade couldn´t get out - the ceramic-zirkonia felt bended on the instrument table. The surgeon opened a new device - same incident. He opened a third device and finished the surgery. There were no consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.